Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer called to report that the insulin pump experienced an off no power alert. Customer's blood glucose reading at the time of the incident was 425 mg/dl. Troubleshooting was done. Product is expected to return.

Manufacturer narrative:
The insulin pump had blank display due to faulty on mother board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify battery power loss alarm, low battery alarm, off no power alarm due to blank display. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.